Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems-06046817 that an ar-9625 3.0mm hex driver, part of an ar-9615s modular glenoid system set with serial number (B)(6), had an issue during an unspecified procedure on (B)(6) 2023. When putting the central screw into the glenosphere for fixation to the baseplate, the screwdriver tip broke off in the head of the screw. The screw appeared to be flush, and the tip was not retrieved from the driver as it was fused into the screw. No adverse complications for the patient or changes during the rest of the procedure. This occurred during use in an unspecified procedure with no patient harm. Additional information has been requested. On (B)(6) 2023, the sales representative provided the following information via email: this occurred during a reverse total shoulder procedure. The bone quality of the patient was normal. Baseplate reamers and glenosphere reamers were used to prepare the bone socket for the insertion of the implant. The case was completed successfully, and there was no case delay reported.

Manufacturer narrative:
Complaint is confirmed. Functional testing was not performed on the returned ar-9625 due to the damage to the tip of the device. Visual evaluation was performed, and noted the hex driver tip was broken off. The most likely cause is attributed to misuse due to use error of over-torquing/over-engaging the driver with the screw head. Refer to the investigation photos.